Event description:
The user facility reported that during a diagnostic endobronchial ultrasonic bronchoscopy (ebus), the video image was blurry and fuzzy, resulting in difficulty visualizing or recognizing the endobronchial landmarks. The physician elected to withdraw the ultrasonic bronchoscope and completed the procedure with a non-olympus bronchoscope; however; there was no diagnosis obtained, as they were not able to reach the lymph nodes area. The patient was rescheduled for a more invasive procedure as per the bronchoscopy technician at the facility. There was no allegation of patient harm reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of "fuzzy and cloudy image." The switch buttons were found to be working intermittently due to fluid invasion. There was fluid invasion found inside the control body, and bending section cover. The device was subjected to an extended aeration, but the image was still blurry and the switch functions still work intermittently. The cause of the user's experience was due to fluid invasion, which appears to be due to user handling, as the device passed leak testing. An olympus endoscopy support specialist (ess) visited the facility to perform an inspection at the facility on how the bronchoscope was being utilized, to observe the reprocessing practices and to provide necessary resource material or training if necessary. The ess reported that there were no deviations observed from the recommended reprocessing method. The ess also reported that there were no changes in reprocessing personnel and the facility's staffs are utilizing the proper tools and accessories with the device. Therefore, the cause of the fluid invasion cannot be determined, however, human error cannot be ruled out as a contributing factor. This report is being filed as an MDR in abundance of caution.